Event description:
It was reported that the system 9800's left screen went black during a procedure. The system was rebooted and the procedure completed without further incident. No adverse patient involvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A defective interconnect cable was detected and replaced. The system logs showed that the kv and ma outputs ramped to max allowable when the image went black. The system was tested and found to be working as intended and placed back into service.